Event description:
It was reported that a device experienced a system error 105. There was no pt incident reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable per reported symptom of "system error 105" alarms caused by failed motor (seized). The failed motor was replaced.